Event description:
The reporter stated that the surgeon was inserting a eyeonics crystalens lens using a microstaar injector and the trailing haptic tore. The surgeon enlarged the incision to remove the lens and replaced with another eyeonics lens and a suture was used to close the incision.